Event description:
Additional information received reported the replacement was on "hold" due to unrelated medical conditions.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3 708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was further reported that the stimulation was not in the right place and the patient¿s implantable neurostimulator (ins) needed to be replaced. The device was ¿not programmed right¿ and was causing a lot of problems. The patient started having pain 3 months prior to the report and was told that the battery was depleting. The patient was having pain in the stomach and it was uncomfortable and it would not turn off. The patient¿s therapy was not working as expected. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was stimulation in the wrong location. Over the weekend the device stopped "cutting off." It was reported that the stimulation would not turn off. It was reported that the patient synced the device and was at 0.0 amps. The patient was not feeling stimulation when they synced. It was reported that there was a lightning bolt confirming that the device was on. Stimulation was increased to 0.45 amps and the patient felt stimulation a little bit. It was reported that stimulation was increased further to 0.50 amps and was feeling the stimulation and it was comfortable. The patient felt the stimulation in their back and legs but not in their chest. It was reported that the stimulator was vibrating in the patient's chest and that this started 3 days prior to the report. It was noted that typically at 0.50 amps the stimulation was uncomfortable. The patient was redirected to their health care provider (hcp).

Event description:
Additional information reported the patient was going to have their generator replaced on (B)(6) 2014 due to end of life.

Event description:
It was further reported that the patient had stimulation in the wrong location. The patient was feeling stimulation in their stomach and not in their back and legs. The patient also could not get their stimulation to ¿cut off¿. It was noted that even when the stimulation was off the patient could still feel stimulation in their stomach. These issues had been going on for 5 weeks prior to the report. The patient met with a manufacturer representative 3 weeks prior to the report for reprogramming but it did not help. The patient had a CT scan a couple of weeks prior to the report because their doctor recommended it and they felt the leads or implantable neurostimulator could have possibly moved. The next time, the patient could see their doctor was on (B)(6) 2014. The patient stated that something needed to be done or they¿d have to go to the ER. The patient had tried making adjustments with their programmer but this did not help. It was noted that there were no new programs on the programmer from the reprogramming sessions 3 weeks prior.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), product type programmer, patient product ID: 3 708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information received reported that the device had been replaced and the patient was receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient met with a manufacturer representative because of various issues such as turning up, down, on, and off stimulation. The manufacturer representative used the patient programmer and gave them a backup programmer and both were working fine when meeting with the patient. The representative thought it may have been more of a sporadic issue. The representative interrogated the battery and the service life was okay. The impedances were normal. The patient had 1 program with settings of 2.45v, 270 microseconds, and 70 hertz. Electrodes 5 and 8 were positive and electrode 6 was negative. The patient used the device 24/7 and was at 78 to 95% usage. The estimate on battery longevity was 4 years. It was further reported that the stimulation was too strong in the patient's legs and then it switched to their stomach. The patient needed the stimulation for their back. The patient got reprogramming but that didn't help. The patient met with a manufacturer representative 2 months prior to the report and the implantable neurostimulator (ins) battery was 80% at the time. The patient also met with a representative almost a month prior to the report and they determined that the patient needed a new implant. The patient noted that the representative told them it was normal for stimulation to change when the ins was about to deplete.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported that caller stated they could not get [the patient's stimulator to cut off. It was just so much vibration in the stomach until [the patient] got an upset stomach and it was not in the back where it should be. It was noted that something had got to be done. The caller stated they saw the hcp on (B)(6) 2014 but a manufacturer representative was not present. In response to when the event or symptoms occurred the caller responded it's been happening. Last night we could not sleep. The patient then stated it began two weeks ago. It was noted that the caller synched the patient programmer with the ins. It was further noted that the caller had a difficult time explaining the icons on the patient programmer. The manufacturer representative was able to gather that the patient programmer stated 0.00 on program 1 and the implantable neurostimulator (ins) was on. The patient did not have any other programs to access. The manufacturer representative had the caller press the ins off button. The caller stated that nothing changed and that the patient still felt stimulation and it will not turn off. The caller stated they saw the lightning bolt in the right hand side. It was reviewed with the caller that the lightning bolt should be on the left. The caller responded, no there's nothing in the left it's the same. The caller stated that patient still felt stimulation. The manufacturer representative reviewed with the caller that the ins was at 0.00 and was off. The caller was redirected to the patient's hcp. Additional information was requested but was not available at the date of this report.